Event description:
After the instrument was fired on the tissue, its jaws did not release from the tissue. Therefore, another instrument was used to transect the tissue, free the initial instrument, and complete the case. Procedure: pancreasresisubottal. Pt status: no pt injury reported.